Manufacturer narrative:
On may 30, 2022, mentor became aware that the patient is also now experiencing breast pain. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2023, mentor received additional information indicating the correct date of event and date of implantation. The dates have been updated. In addition, the patient also experienced the following symptoms: palpitations, dehydrations, dry eyes, worsening sleep and stomach problems, and cannot process processed food.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 425cc mentor smooth round moderate plus profile saline breast prostheses, suffered several unexplained systemic symptoms, including hypothyroidism, autoimmune disease, shortness of breath, hair loss, dry eyes, ibs, fibromyalgia, enlarged heart, fatty liver, extreme fatigue, insomnia, arthritis, breast hurt, acute sinusitis, graves disease, and hashimoto's disease. The patient also reported feeling of not getting enough water even though they drink a lot of water and also gets the feeling in there breast of when an open cut gets lemon on it, when they move. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.